Event description:
It was reported that there was a volume discrepancy greater than 25%. The expected reservoir volume was 5ml, but the actual reservoir volume was 15ml. No pt symptoms, treatment, or outcome was reported. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow up report will be sent if add'l information is received.